Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329, (lot: 0012635068); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID: evolutfx-29, (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with significant calcification on the non-coronary cusp (ncc) and left coronary cusp (lcc), difficulty was noted while advancing the delivery catheter system (dcs) past the aortic valve. The dcs was accidentally advanced too far after the aortic valve was crossed. Subsequently, at 80% deployment, left bundle branch block (lbbb) was observed. Following full release at a depth of 2 mm on the ncc and 5 mm on the lcc, the lbbb persisted. It was suspected that the deep advancement of the dcs after crossing the aortic valve contributed to the disturbance of the conduction system. The procedure was completed with a temporary pacemaker still in place.